Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, was received for evaluation. There was a relationship found between the returned device and the reported incident. Product evaluation performed by a s&n service center found the motor runs rough causing the device to get hot. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection, the motor drive unit did not start working. There was no patient involvement. As per investigation results, the motor runs rough causing the device to get hot.